Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on (B)(6) 2013 20:15:44. During night drain cycle one, the patient's ultrafiltration reading was 1185 ml, indicating the home patient (hp) drained 1185 ml more than their maximum programmed fill volume of 1900 ml. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). During the event history log review, an increased intra-peritoneal volume event was identified. The cause of the reported issue was determined to be false empty detect at the initial drain and the I-drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.